Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a decrease in the devices expected longevity and an increase in impedance in a dependent pt in the last couple of follow ups. The device was planned to be explanted once it reaches the elective replacement indicator.